Event description:
This report is bein filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure alarms occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's epogen, heparin and iron doses were increased. No additional medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to clotting of the circuit which is attributed to inadequate heparinization. Facility staff stated that the patient tends to clot easily and has increased the patient's epogen, iron and heparin doses. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.